Manufacturer narrative:
A steris service technician arrived onsite and spoke with facility personnel regarding the reported event. Facility personnel stated that the procedure was fluid intensive, and water was being dumped onto the table. The technician inspected the table and observed evidence of fluid intrusion within the base of the table and evidence of smoke damage around the connectors. The fluid intrusion caused the electrical components within the base of the table to short resulting in the reported event. The technician replaced the power supply, control board assembly, and battery charger cables, properly sealed the column shrouds, tested the surgical table, confirmed it to be operating according to specifications, and returned it to service. In the event the amount of fluid present during the procedure exceeds the ipx4 rating, it is at the user facility's discretion to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The table subject of the event is approximately 7 years old and is not under a steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table; however, the user facility has declined. No additional issues have been reported.

Event description:
The user facility reported at the end of a patient procedure, their 4085 surgical table began to smoke. The procedure was completed successfully, and the patient was transferred from the table. No injuries were associated with the reported event.